Event description:
It was reported the patient had poor pain and spasticity control. It was determined (method unspecified) the catheter had dislodged. The catheter was explanted and replaced. The drug used in the pump was baclofen 500 mcg/ml at a dose of 99.94 mcg/day. The patient recovered without sequela.